Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had display anomaly, failed battery, weak battery and low battery. Previously blood glucose was 320mg/dl. The blood glucose was unknown at the time of incident. The customer reported that he was not able to get the display to return after inserting a new battery into the pump. The customer¿s blood glucose was 200mg/dl. The customer was calling to report a blank display. Customer stated the display did return during troubleshooting. The customer received low battery, battery out limit and weak battery alarm and failed battery alarm. The troubleshoot determined that the pump should be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and there was no blank display. The device passed the displacement test, self test, off no power test and a 21 alarm test. The device was received with normal operating currents. The device did not have an unexpected failed battery test, no unexpected weak battery alarms and no unexpected low battery alert anomalies.